Event description:
On (B)(6) 2010, a doctor reported that a patient developed an infection in her mouth, due to irritation caused by a distal jet tads appliance.

Manufacturer narrative:
The doctor stated that amoxicillin, tylenol with codeine, and peridex were all prescribed to treat the infection and discomfort that a patient experienced as a result of irritation caused by the appliance. The infection has healed completely and the patient is doing fine. The appliance was not returned for evaluation. It is uncertain as to whether or not a new appliance will be placed.